Manufacturer narrative:
B3: day; unknown, month and year; valid. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was a broken flange on a brand-new tracheostomy tube. It was noticed during a tracheostomy change. There was patient involvement/ unknown adverse event reported.

Manufacturer narrative:
H3/h6: the device was not returned for analysis. The device history record was unable to be reviewed as no lot number was provided. The event history was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and the product confirmation cannot be performed. Therefore, this investigation was unable to determine the probable root cause.